Event description:
Edwards received information that a 25mm pericardial aortic valve, implanted approximately thirteen (13) years and nine (9) months, was explanted due to unknown reasons. The explanted device was replaced with a 25mm pericardial valve. Several attempts were made to obtain details on the event and patient. No further information has been received. Should additional information be received at a later date, a supplemental MDR will be submitted.

Manufacturer narrative:
Method = device not returned. Additional manufacturer narrative: the device was not returned to edwards for analysis. Without the return of the device or additional information, edwards is unable to draw any conclusions as to the reason for explant or root cause. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.